Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7040124, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient had an infection and the patients ipg was showing at the patients back. The physician believed that the patient was allergic to the vicryl suture at the ipg pocket site resulting in the patients body was rejecting the ipg. The patient was prescribed with antibiotics and underwent a spinal cord system (scs) revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that it was unknown if the infection was device related.

Event description:
It was reported that the patient had an infection and the patients ipg was showing at the patients back. The physician believed that the patient was allergic to the vicryl suture at the ipg pocket site resulting in the patients body was rejecting the ipg. The patient was prescribed with antibiotics and underwent a spinal cord stimulator (scs) system revision procedure. The patient was doing well postoperatively.